Event description:
Customer reports employee "feeling a shock" when connecting the data communication cable to hemochron signature plus instrument. Instrument not plugged into ac adapter at time. Employee did not seek medical attention and no injury or short/long term effected reported.

Manufacturer narrative:
Manufacturer's conclusions: manufacturer's eval / investigation currently in process.